Event description:
It was reported that the customer had blood glucose levels between 401mg/dl and 433mg/dl. Customer treated with manual injection as well as glucose tablets. The customer also mentioned sensor error issues. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.